Manufacturer narrative:
This case was initially received via regulatory authority (FDA /manuf and user facility device exp, reference number: mw5073276) on 30-nov-2017. The most recent information was received on 30-jul-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure explanted") in a female patient who had essure (batch no. 904756) inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: discrepant data: date of event provided as (B)(6) 2013, no further information available. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the physician is not possible. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA /manuf and user facility device exp (reference number: mw5073276) on 30-nov-2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("essure explanted") in a female patient who had essure (batch no. 904756) inserted. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 year 3 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2013. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. Discrepant data: date of event provided as (B)(6) 2013, no further information available. Further company follow-up with the physician is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.